Event description:
Diagnosed with hashimotos in 2012. Which led to hypothyroid, estrogen dominance, adrenal fatigue and a host of other symptoms including ringing in the ears, weight gain in spite of diet and exercise, dry skin, dry hair, in spite of living in (B)(6). Nobody in my family has an autoimmune disease. I have saline breast implants that were put in under the muscle in 1999. I have recently found a website www.healingbreastimplantillness.com and a (B)(6) group of 53,000 women with other unexplained health issues and autoimmune disease. These women are now paying top dollars for explants. I recently read a study from 1997 connecting autoimmune to breast implants. If the possibility is there, it should be stated as such and the public should be informed of all possible side effects.